Event description:
Event description initial lead measurements noted elevated thresholds and diminished r-waves. The lead was repostioned. Subsequently, oversensing and pacing inhibition were seen requiring lead extraction and replacement of model#154 lead. Oversensing and pacing inhibition were again noted requiring device replacement to model#1831 sn#109198. During the replacement procedure, model#1831 sn#109024 was noted to have a 'loose header block'. This device was replaced with model#1831 sn#110711. Oversensing and pacing inhibition were noted. The problem of inappropriate sense markers were resolved following re-insertion of rate-sense terminal pin and tightening of is-1 setscrews.